Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 140 - 150 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Reportedly, a new cartridge would be loaded onto the pump and insulin delivery resumed.